Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 51-year-old female patient who had been admitted in after an out of hospital arrest. The patient was on extra corporeal membrane oxygenation (ECMO), a vent for respiratory needs, and presented in scai stage e prior to the cp insertion. The underlying medical history was not known. On the day of implant the patient went into ventricular tachycardia (vt) but resolved after the pump was repositioned. On the day after implant the team observed suction and there was issue also with the ECMO circuit. The team infused fluids to help resolve the suction alarming and adjusted the pump position. There was thought that perhaps the small left ventricle could have contributed to the suction. Also, on this second day of support the patient returned to the operating suite due to concerns of an ischemic bowel. The team resected 180cm of the bowel. On the 5th day of the pump support the team had persistent pump "in aorta" alarms. The pump repositioned and turned off the position alarms on the automated impella controller. On this 5th day of the support the team explanted the cp and allowed the patient to remain on the ECMO alone for hemodynamic support. Temporary intravascular devices of any sort are inherently mobile due to their typical fixation location at the skin insertion point. The further away from the fixation point the device is positioned in the vascular tree, the more opportunity there is for it to move. Repositioning these devices is almost always required and is a routine part of good patient management.

Manufacturer narrative:
B5: additional event information received. H6: medical device problem code added

Event description:
Additional information received reporting the device was removed and thrown away by the hospital. Suction was resolved with volume. Echo was done after impella position in aorta and pump confirmed to be in good position. Team thought that not much difference in lv and aortic pressures led to alarm.